Manufacturer narrative:
Results: the distal tip of the indigo system separator 8 (sep8) delivery wire was stretched approximately 149.0 cm from the proximal end, and the bulb was damaged. The bulb was still intact with the delivery wire. Conclusions: evaluation of the returned device revealed that the distal tip of the sep8 delivery wire was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, the distal tip of sep8 delivery may become stretched, and the separator bulb may become damaged. The damaged sep8 bulb likely contributed to the resistance felt during the procedure. The cat8 mentioned in the complaint was not returned for evaluation. Sep8 devices are inspected during in-process inspection and by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system separator 8 (sep8). During the procedure, while using the sep8 through an indigo system aspiration catheter 8 (cat8) to perform passes, the physician felt resistance and the bulb of the sep8 would get caught on the rim of the cat8. After making passes, the physician removed the cat8 and the sep8 from the patient's body in order to flush out the clot that had been aspirated. After removing the devices, the physician noticed that the bulb of the sep8 was almost detached from the wire. The physician felt that most of the clot had been removed and decided to end the procedure at this point. It should be noted that there were no reported damages to the cat8. Additionally, there was no report of an adverse effect to the patient.